Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a normal device check, high, out of range, pacing lead impedance was observed. There were no other electrical anomalies. Lead was capped and replaced on (B)(6) 2018. No further information is available.